Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker had several stored episodes of t-wave oversensing. The device was reprogrammed and the patient was sent home. At the next device check six months later there was an additional stored episode with t-wave oversensing along with an increase in threshold measurements. Boston scientific technical services (ts) reviewed the stored episodes and suspects intermittent loss of capture (loc) and not t-wave oversensing. Ts advised obtaining a surface EKG to assist in further troubleshooting. No adverse patient effects were reported. The device was later explanted for an unknown reason and returned for analysis.